Manufacturer narrative:
This foreign cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. During a coronary intervention, the physician was unable to advance a cypher foreign stent delivery system through a patient's vasculature to the target site. When the sds was removed from the patient, the proximal stent struts were uplifted. No patient injury occurred. The target site was described as "flexed, heavily calcified an moderately tortuous" with 90% stenosis. The procedure was completed with a non-cordis product. No anomalies had been noted on the device prior to use. One non-sterile 2.5/18mm cypher foreign stent delivery system was received coiled inside of a platic bag for analysis. The guide wire lumen had an unknown clear liquid. The stent remained mounted on the balloon and was flared at the proximal edge. As per dimensional analysis, the stent crossing profile measurements were found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Strut uplift was confirmed on the returned device. The cypher foreign IFU states, "do not attempt to pull an unexpanded stent back through the guiding catheter, as dislodgement of the stent from the balloon may occur. Remove as a single unit". Review of the available information suggests that procedural factors may have contributed to the event.

Event description:
The patient was admitted for a procedure in 2008, with a 90%, flexed, heavily calcified de novo lesion in the posterior descending artery. It was noted that the vessel was moderately tortuous. A guiding catheter was used to engage the target vessel and the target lesion was crossed with a guidewire. After conducting an intravascular ultrasound (ivus), the physician tried to deliver a 2.5 x 18 mm cypher stent, but it could not be delivered due to the calcification and flexion at the distal end or the distal right coronary artery. Therefore, pre-dilation was conducted and the cypher was re-delivered, but it still could not be delivered. The procedure was completed by implanting a 2.5 x 16 mm taxus stent. There was no patient injury reported. Per the analysis findings, it was noted that the proximal end of the stent was flared.